Event description:
Event description guidant received information that this chronic left ventricular lead (4543) was suspected to have become fractured. During a lead revision procedure, the chronic lead was explanted and another model (4549) was unable to be placed due to the size of the patient's venous anatomy. Another lead (4543) was selected and successfully placed. The chronic lead was returned to guidant for analysis.